Event description:
It was reported that a few months ago a patient noticed his stimulation would automatically change itself without changing positions, and that he would shut stimulation off and it would turn on by itself. It was reported that when the patient placed the antenna over the implantable neurostimulator (ins) directly on the skin he would receive a ¿poor communication¿ screen and it was difficult to connect. It was noted that the patient did not try without the antenna. It was reported that the patient spoke with a manufacturer¿s representative this morning who told him to call repair. It was stated that the patient may have told the manufacturer¿s representative when stimulation first started changing and stated she called them ¿zingers¿ and said they were ¿common¿. It was stated that she told the patient to make an appointment with his healthcare professional (hcp) when the new antenna was received. It was stated that the patient reported a lost or stolen patient device and requested a new programmer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative remembered speaking with the patient but did not remember the exact date. It was noted that the patient reported to the manufacturer representative that they lost their programmer and the symptoms about the stimulation changing. It was noted that the patient could not tell the manufacturer representative if the amplitude was actually changing or if it was positional. The manufacturer representative noted that they never referred to anything as a "zinger" and would not have reported a jump in stimulation as normal. The patient told the manufacturer representative they wanted to check the post office before they confirmed that they lost the programmer. The way the manufacturer representative left it with the patient was for the patient to contact the repair department for a replacement if they could not find the programmer and to contact the manufacturer representative to set up a time to check out the stimulation. It was noted that the manufacturer representative had not heard from the patient since.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 355531, lot# n348059, implanted: (B)(6) 2012, product type: screening device; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).